Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The reported condition was confirmed since there was a separation between the drip chamber and tubing. The cause of this condition is unknown. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of an administration set in which the tubing separated from the chamber during an administration on a patient. The medication being administered is unknown. There was no patient injury or medical intervention necessary. No additional information is available.